Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed major preventive maintenance activities and verified alignments and voltages. The fse executed verification testing and a quality control assessment which generated acceptable results. Upon the completion of the necessary and verified maintenance activities, the instrument was returned back into operation. No hardware issues were identified. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-00470, 2122870-2012-00471.

Event description:
The customer reported that on (B)(6) 2012 discrepant cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system for two patient samples. This report represents the discrepant accutni result, within the risk stratification range of the assay, generated for one patient on (B)(6) 2012. The initial, discrepant accutni result was reported out of the laboratory and questioned by a physician. The customer believes that the patient was admitted to the hospital based upon the discrepant accutni result. Upon repeat testing on an alternate instrument, the accutni result was lower, regarded as valid, and a corrected report was issued. The plasma sample was collected in a lithium heparin tube, was a full draw, and was not abnormal in appearance. The sample was centrifuged at room temperature prior to testing, and refrigerated after testing. Quality control results recovered within the customer's established limits at the time of the event. Patient specific information, and additional system information, was not provided by the customer.